Event description:
It was reported that after exchanging a catheter, a spike was noted on the stockert and the device shut off with error code delta impedance. The impedance rose from 110-250 in 3 seconds. The procedure was stopped and the patient's blood pressure dropped. The physician stated that there was a perforation caused by the ablation. The patient coded and cardiac tamponade was assumed. The patient is in stable condition and will remain in the hospital.

Manufacturer narrative:
According to the cas and the physician, none of the bwi products are at fault. During the afib ablation procedure, the impedance rose from 110 to 250 all of a sudden, which shut off the stockert as part of its built in safety protocol. There was no pacing possible with the navistar rmt 4mm. The catheter was replaced to continue with the procedure. The customer will not be sending the catheters back to bwi for analysis since they have disposed the catheters. Field technicians will evaluate all capital equipments for safety even though there is no apparent malfunction noted. No additional information about the patient is available. Concomitant products: carto rmt v8 system: (catalog # m550000, (B)(4)). Stockert 70 system: (catalog # s7001, (B)(4)) and navi-star rmt electrophysiology catheter: (catalog # nr7tcs4yu, lot # 15140169). (B)(4).